Event description:
It was reported that during an angioplasty procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the right coronary artery (rca). The maverick2 balloon was being used for pre- dilation. The maverick2 balloon ruptured at 8 atms on unk inflation. The number of inflations and to what atms is unk. The procedure was completed with another maverick2 monorail balloon. There were no patient complications reported, and patient status was reported as 'fine.'